Event description:
The drill bit broke during the operation. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The measurable dimensions of the drill bit were checked and found to be in compliance with the technical drawings and specifications. The fracture face is homogenous which indicates material conformity. No product fault could be detected. The visual inspection and investigation of the device found that the cutting edges above the fracture were blunt. It is possible that an excessive metallic contact in combination with too much lateral stress caused this breakage. This complaint has been determined to be invalid. Additional common device names: hsz, gfa, gff. (B)(6).